Event description:
Allegedly, during a turp case, instrument arced and doctor received shock resulting in minor burn on the tip of a finger. Instrument was swapped out and procedure completed with no patient implant. Doctor did not need medical attention.